Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported left side exchange from ¿textured to smooth implants due to the patient's concern with the product". Healthcare professional additional reported capsular contracture, baker grade unknown. Device remains implanted.

Event description:
Patient reported left side exchange from ¿textured to smooth implants due to the patient's concern with the product". Healthcare professional additional reported capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe, as it is a medical event. Not related to the device. Capsular contracture: unable to observe, as it is a medical event. Not related to the device. Additional observations: observed, deformation on the device. Observed, creases on the device. White calcification observed, in the surface of the shell no further actions are required, as the device was implanted.

Event description:
Device has been explanted.